Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a damaged bent thoracic probe. It was reported that the probe was visibly bent and verification was never tried after. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number, UDI, and manufacturing date provided. The probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was bent and twisted. There were also impact marks at the back end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.